Event description:
Reportedly, the subject programmer had blue screen while ending the session. Then, the programmer shut down and restarted.

Manufacturer narrative:
Expertise of the returned programmer showed that upon programmer boot up, a blue screen appeared temporarily (confirming the reported issue) and then the programmer could boot up normally. After the boot up, two interrogations could be successfully performed and no issue was observed during functional tests. No issue was observed on the hard disk and etx board. The blue screen most probably came from an error encountered by the windows system. The programmer followed the normal workflow of repair (including a re-ghost) and was sent back to the field. No issue suspected on the subject programmer.

Event description:
Reportedly, the subject programmer had blue screen while ending the session. Then, the programmer shut down and restarted.